Manufacturer narrative:
The pusher was received for evaluation. The microcatheter, implant, and introducer were not returned. The pusher did not display any notable damage. The heater coil of the pusher did not display any burn marks. The attachment monofilament was dissected out of the pusher and the monofilament tip was observed to have a stretched tail. Based on the investigation, the complaint is confirmed because the pusher was found without the implant. The implant most likely did not detach by normal methods and most likely experienced a pull force over specification that caused it to detach. The cause of the force could not be determined as the microcatheter and implant were not returned for evaluation.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement within a catheter, an embolization implant coil detached. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention.